Event description:
The account alleged that the side rail will not latch. No pt impact.

Manufacturer narrative:
The account found the side rail center arm assembly has fluid buildup in it causing the pins not to slide properly to let the side rail latch. The account took the side rail center arm assembly apart and cleaned it to resolve the issue.